Event description:
A home patient contacted baxter's technicial service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, when the home patient woke up they noted that the patient line of the homechoice set was separated from the transfer set. Baxter's technical service center assisted the home patient in ending therapy early. Treatment was discontinued. Per the home patient, the transfer set was changed the next day, and no patient injury or medical intervention was associated with this incident.